Manufacturer narrative:
The suspect device has not been returned for evaluation. However, logs and screen shot has been provided and analyzed by technical team. The customer was advised to do blower test and send us the new logs/result. Result of investigation: the root cause is user fault. The lack of maintenance or filter exchange combined with not reacting on the blower temperature alarms. The maximum logged blower temperature was 139.3 degrees celcius. Alarm 241 - "temperature of blower high" was triggered multiple time and alarm 240 - "temperature of blower too high" was triggered as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure". Ther e was no patient involvement associated from this reported event.